Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported that the pump could not boot up. As a result, the power supply was replaced.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of the pump cannot boot up is confirmed. During functional testing, the pump displayed a blank screen and had no voltage outputs. The root cause of the power supply voltage output failure is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the pump could not boot up. As a result, the power supply was replaced.